Manufacturer narrative:
Additional information provided in sections: d.1, d.4, d.10, g.5. The customer¿s report of leakage from one of the infusion ports was confirmed to be a leak from the distal smartsite port. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set upon initial visual inspection. Functional testing was performed; gravity testing revealed a leak due to from the blue piston of the distal smartsite of the set. Closer inspection of the leak under a lab microscope observed a hole in the smartsite piston as if the smartsite was punctured by a needle. The source of the smartsite leak is due to a damaged/punctured smartsite piston. The root cause of the puncture damage could not be definitively determined.

Event description:
It was reported from the nicu (neonatal intensive care unit) that the nurse discovered leakage from one of the infusion ports while flushing the line with fluid in response to an air-in-line alarm; the line was disconnected from the infant. This was discovered during a tpn infusion at a rate of 3ml/hr., with a volume to be infused (vtbi) of 74ml, air was visible in the line, a small amount below the filter and a larger amount closer to the IV port. Glucose level was checked and was within normal limits. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Patient's demographics requested, but was not provided. It is known that patient is an infant.

Event description:
It was reported from the nicu that the rn discovered leakage from one of the infusion ports while flushing the line with fluid in response to an air-in line alarm, the line was disconnected from the infant. This was discovered during a tpn infusion at a rate of 3ml/hr. With a volume to be infused (vtbi) of 74ml, air was visible in the line, a small amount below the filter and a larger amount closer to the IV port.. There was no impact to the patient, glucose level was checked and was within normal limits.